Manufacturer narrative:
This supplemental report is being submitted to provide a device manufacturer date. Updated fields: h2, h4 and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of wear of the bendable part and of the front part of insertion tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, missing rubber part at distal end was found. There was no patient involvement.